Event description:
During a kyphoplasty procedure, the surgeon used a curette. The break-away safety mechanism of the curette was activated and the surgeon noted resistance upon removal of the curette. A small portion of the curette remained in the vertebral body. The procedure was completed with no patient adverse event.

Manufacturer narrative:
Method - follow up with company representative.